Manufacturer narrative:
(B3) date of event corrected from(B)(6)2020 to (B)(6)2020. Device is a combination product.

Event description:
It was reported via medwatch(B)(4) that stent dislodgement occurred. The target lesion was located in the ostial circumflex artery. A 2.25 x 16 synergy drug- eluting stent was advanced for treatment. However, during the procedure, the stent came off the balloon inside the circumflex artery. The physician ended up having to crush it against another stent. The procedure was completed with different device. No further patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the ostial circumflex artery. A 2.25 x 16 synergy drug- eluting stent was advanced for treatment. However, during the procedure, the stent came off the balloon inside the circumflex artery. The physician ended up having to crush it against another stent. The procedure was completed with different device. No further patient complications reported.